Event description:
I was at (B)(6) hospital and was operated on by a practice which has since closed down on my l4/l5 lumbar replacing the disc with a zimmer manufactured flexible spinal fusion. Since then and sometime last year, 2017, I felt my back was much worse than it had been before the surgery, noting disabling pain putting me in bed or in couch most of the day. If it did anything like work out, play a quarter round of golf, pick up my kids then I couldn't move for 3-4 days afterwards. When dr. (B)(6) with (B)(6) hospital went in to replace the device it obviously failed and the "rope" between the 4 screws was broken and the plastic spacer was floating about. He showed me pictures and I wasn't surprised as I had been to multiple specialist, surgeons and they couldn't find the problem with MRI or cat scans. I'm very glad that I am on the road to recovery and I hope sincerely that you can do some research and pull this device from the market as I feel much better now with a solid fusion. I also don't understand the reason that artificial disc replacement devices approved by the FDA aren't in use but dr. (B)(6) said it was because insurance companies don't want to pay for them. You can contact me at (B)(6) for a picture of the device broken that dr. (B)(6) took after it's removal or contact him directly. I did report to several people at the company the problem and the other person to contact me back said not to call again. I did read one to two months later that the ceo resigned there after some 8 years at the company. I guess that he might have seen trouble on the horizon after I specifically reported the events and they did nothing about the problem.